Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device lot history is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre dilatation of the lesion, when the voyager balloon catheter was inflated for the first time, the balloon ruptured at 7 atmosphere. A non-abbott balloon catheter was used to perform pre-dilatation and a xience v stent was deployed to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.